Event description:
During routine testing of the device at the service center, the service technician reported the cooling fan was plugged up with debris and unable to function as expected. The monitor was originally returned for failure to power on. Since this event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.